Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system dies when moved off of wall power, repeat issue. The site stated that the issue seems to be primarily with the drive batteries and they need to keep the system connected to wall power with an extension cord to be able to drive it. No patient was present at the time of the event. Update from the manufacturer representative (rep) stating that this system has been checked out and there is no issue with the batteries. The rep is setting up training with the site. All 38 batteries in this system are less than 6 months old. Additionally the rep just talked to the site and told them after technical services the system the course of action would be to replace the charger board and batteries. The rep also stated that they would wait and work with the navigation rep to see if training fixed the issue. The rep also stated that in the logs they could see large gaps of time where the umbilical was not plugged in.